Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure, a faradrive steerable sheath was selected for use. Upon inserting the farawave, air has entered through the valve and could not be drawn out; therefore, the product was replaced. No issues noted after replacement. No patient complications occurred. The device is not expected to be returned for analysis as it was discarded.